Event description:
During an oral procedure, the pt received a minor 1st degree burn to the right side of the lower lip. The pt was given neosporin as treatment. The case was completed as planned.

Manufacturer narrative:
The drill used with the bur guard was received and found to conform to specifications. The bur guard was not received for eval. Investigation results indicate that the bur guard melted onto the handpiece. It is possible that the bur guard was installed incorrectly. A warning sent with the product states: "install bur guard or shield onto handpiece properly. Read and understand instructions supplied with handpiece".